Manufacturer narrative:
Product ID 3889-28 lot# v172553, implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery depleted normally. Upon the device¿s removal, the health care provider (hcp) spotted that the lead was coiled in the pocket. Upon the removal of the lead from the header, it looked as though the insulation was gone from the part of the lead that was in the header. An unknown impedance issue was also reported. The lead and stimulator were both replaced.

Event description:
Additional information received reported that the insulation was not missing, it was simply torn under the #0 connector sleeve and then stretched. It was noted that this could have happened at explant, or it could have happened when the outer insulation was twisted, weakening that point and the explant process finished it off. It was indicated that when twisted, the insulation can pull away from both ends of the lead.

Manufacturer narrative:
Analysis of the device, serial (B)(4), found no anomaly. Analysis of the lead, lot #v172553, found the #0 conductor was broken at the #0 connector weld site due to overstress damage. The outer insulation was torn underneath the #0 connector sleeve. All conductors were broken 14.8 and 17.6 cm from the distal end due to overstress damage. The outer insulation was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.